Manufacturer narrative:
The reported issue of charger does not work when connected to a power source was able to be verified and was able to be duplicated. It was determined that the cause of the issue was faulty li-ion charger, mobile, eur power cord. The charger was replaced to solve the issue. After replacing the charger and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power up with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power up with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and found the device would not power on. The device will be returned to stryker's product assessment center for further analysis.stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.